Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) storm. Upon interrogation an error code 1005 was discovered indicating that there were shock impedances greater than 145 ohms. The patient's right ventricular (rv) lead is a non-boston scientific product. Boston scientific technical services (ts) suggested evaluation of ICD and rv lead system. No adverse patient effects were reported. Additional information was received that this patient has had subsequent shocks which have all been appropriate and successful. The shock impedances were all within normal limits. The patient has been referred for a vt study. This product remains in-service.